Event description:
Cs29 dlu was inserted trans-anally and fired. Firing sequence appeared normal and anastomic tissue rings were good. A leak test was performed and revealed an anastomotic failure with malformed staples protruding from the site. Anastomosis was excised and sent for radiological examination which revealed a partially malformed staple line. Re-anastomosis was performed using competitive product.